Event description:
Needle breakage customer reports that needle broke. Customer stated "the surgeon wasn't sure if the needle tip broke or it came this way." Surgeon did not search for the tip. There are no reported adverse consequences to the patient related to this event. Note: outcome to patient does not denote adverse event. MDR regulation of 07/31/96 requires reporting of incident once medical device family initially report assuming incident could recur.